Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced dysarthria/dysphonia. The patient experienced dysarthrophonia. Medical treatment checked and the stimulation parameters were changed. The event resulted in hospitalization or prolongation of hospitalization. The event was possibly or certainly related to the stimulation, medication, or pre-existing/underlying disease. The outcome was resolved completely. (B)(4).